Manufacturer narrative:
Device not returned. Follow up with company representative.

Event description:
A patient underwent a single level x-stop procedure in 2009 at level l2-l3. The patient was seen at follow up at about three months later. It was reported by the physician at 2 moths later that he believed, per x-ray, the x-stop device to be well aligned in the anterior-posterior view, but it appeared to be dislodged in the lateral view. The physician could not feel the device upon palpation of the spine. The patient was reported to be doing well and does not have any of the pre-operative symptoms. The physician has chosen not to intervene at this time as the patient is doing well.